Manufacturer narrative:
Insulin pump was received with error alarm during self-test due to faulty connector on remote frequency board. Insulin pump had minor scratches on lcd window.

Event description:
It was reported that the customer had a failed self test alarm on the insulin pump. Customer stated that it had been happening for awhile. Troubleshooting was performed and bolus amount was recorded in the bolus history. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.